Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Event description:
A thrombus was observed and the procedure was cancelled. It was reported that a versacross connect laac access solution was selected for use for a watchman procedure. During the procedure, the physician got venous access and advanced the watchman double curve with the versacross devices inside up to the superior vena cava (spv) over the versacross j-tip wire, and heparin was then given. Thus, the j-wire was exchanged for the versacross rf wire, and when the system was pulled down into the right atrium (ra), an 8mm long clot was immediately noted on the tip of the versacross dilator. The physician then removed the versacross dilator and rf wire out of the patient and approximately 30cc was aspirated from the side port. At this point, no clot was found and act was recorded at 236. The physician then decided to abort the procedure due to patient's thrombogenic nature, and did not want to risk a clot forming on the left side of the heart if the procedure was continued. The sheath was then also removed from the patient and flushed; no clot was found. The patient had no neurologic or hemodynamic change, it is believed by the physician that the clot had dissolved. No further complications were reported and the patient was discharged on the same day. The device is not expected to be returned for analysis. The physician does not believe the versacross rf wire contributed to the clot, nor did the rf wire or dilator malfunction during the procedure. No interventions were required. A full dose of heparin was given 1 minute prior to the issue being noted. The case was aborted within 5 minutes of the initial act recording, therefore a final was not taken. A computed tomography (CT) scan and transesophageal echocardiography (tee) were used to rule out a thrombus pre-procedure. The procedure was performed on an interrupted anticoagulation regimen, beginning 1 month prior due to gastrointestinal bleeding.